Manufacturer narrative:
Buttons.

Event description:
It was reported by service report that the manual release was not working and the buttons only worked intermittently. No pt involvement or adverse consequences are reported.